Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator showed inappropriate measured data. X-ray examination discovered that the atrial lead was dislodged. The lead was re-positioned. The patient was stable throughout the event.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator showed inappropriate measured data. X-ray examination discovered that the atrial lead was dislodged. The lead was re-positioned on 17 oct 2024. The patient was stable throughout the event.

Manufacturer narrative:
Correction: d6b - date of explant should have been blank instead of (B)(6) 2024.